Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the system was removed due to infection. No further patient complications have been reported as a result of this event.